Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well with elevated sinus rate. The leadless implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.